Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the pump turned back on and was functioning properly. The customer continued to use the pump for insulin therapy.